Event description:
It was reported that three months after implant, at clinic the right ventricular (rv) lead threshold was 6 volts at 0.4 milliseconds. It was noted that sensing was 5 millivolts and impedances was steady. On lead revision it was indicated the physician had to use more than 20 turns to retract the helix and it was felt the mechanism was stripped. The rv lead was explanted and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix and there was apparent explant damage.